Event description:
The account alleged that the side rails were not latching properly. No pt impact.

Manufacturer narrative:
The service technician found that the bed functioned as designed. The technician in-serviced the account to make sure nothing obstructs the side rails and that when raised to make sure they are latched properly to resolve the issue.